Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the stopcock ends had broken off at the connection point when trying to change the stopcock. There was patient involvement, but no reported patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation with minor scratching on the bottom but no other observations apart from the c port. The c port is missing the lock nut which was not returned. The c port is broken distal to the body relative to the lock nut barb and the break shows high amounts of stressing. The break area is not clean and has mangled material, as if it was intentionally and repeatedly bent until the port was able to be torn off. The piece broken off is lodged in another stopcock and could not be removed. There are no related ncmrs to this lot nor any trending data available for this defect relating to the part number or lot number. The alleged defect could not be confirmed.